Manufacturer narrative:
The device was returned as apart of the asset return process, the forceps elevator was found to have yellowish/brown material, additional findings are as follows: due to deformation of the nozzle, water removal ability did not meet the standard value; the nozzle was shaved; due to wear of angle wire, bending angle in up/down and left right direction did not meet standard value; adhesive on bending section cover was detached; connecting tube had a scratch; universal cord had a dent and scratch; distal end had a scratch; switch on had a scratch; grip had a crack and a dent; due to damage on knob wire, forceps raising angle did not meet the standard value; due to deformation of electric connector, water tightness was lost; and the acoustic lens had a scratch. It was confirmed with following report that the reprocessing performance is ensured by conducing reprocessing method as described in the IFU. (Cleaning performance/disinfection performance/sterilization performance) cleaning effect confirmation test report gf-uct140-al5: (B)(6); soak cleaning effect confirmation test report 2 gf-uct140-al5:(B)(6); disinfection effect confirmation test report (sekusept aktiv) gf-uct140-al5: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device. E1: (B)(6).

Event description:
The ultrasonic gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material that was yellowish/brown in color. There was no procedural or patient involvement associated with this event. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.